Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: it was noted that there was adhesive contamination under all four button contacts making them unresponsive/intermittent/delayed response. The display was pink and dim and the keypad symbols was worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.